Manufacturer narrative:
Correction and additional information: the extended charge time was confirmed via reviewing of the device image. Bench testing was performed, and the device subassembly showed normal characteristics. The cause of the extended charge time observed in the field is undetermined.

Manufacturer narrative:
The extended charge time was confirmed via reviewing of the device image. Bench testing was performed, and the device subassembly showed normal characteristics. The high voltage capacitors were analyzed and suspected the extended charge time was due to hv capacitors deformation.

Event description:
Patient presented remote via merlin.net transmission and device charge timeout was observed. Patient later presented to clinic and charge timed out again. The device was explanted. During procedure complication of one the scrub-tech gloves broke while in the pocket therefore physician elected not to replace the device due to risk of infection. The new device will be implanted after the risk of infection has cleared. No further information available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with alters for a charge timeout via merlin.net transmission. Review of the charge log confirmed a true charge time out during a scheduled capm. No recent therapies nor surgeries or MRI scans reported. In clinic, change time measurements were normal. Monitoring the patient was suggested.